Manufacturer narrative:
The manufacturer previously reported a ventilator's lcd screen was blank. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. No malfunction of the device was observed. The device did have evidence of physical damage.

Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.